Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the product and lot combinations, with the exception of product 121725500 lot bj3h84 in which there was one other complaint from 2008. The investigation could not draw any conclusions about the reported event: however, it is reasonable to conclude that the mentioned / confirmed cup placement may have contributed to the reported event. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Repeated attempts to obtain the complaint samples proved unsuccessful. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient underwent initial primary surgery in (B)(6) 2007. At this time the components were implanted along with a corail stem. It appears as though the patient has had ongoing chronic groin pain since the time of the initial surgery or soon thereafter. After numerous investigations no cause has been found. The patient has also complained of feelings of instability which may be linked to the high cup abduction angle. On opening the joint the stem and the cup were found to be well fixed. No wear was noticeable on the acetabular poly liner. No staining of the tissue was evident. The cup was removed, the superior and anterior margine of the acetabulum reconstructed with a plate and screws and a cemented cup implanted. The patient appeared stable on the table and the joint was closed.